Manufacturer narrative:
Device is a combination product.   Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.   (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04544 and 2134265-2018-04545. It was reported that st elevation and slow flow occurred. The target lesion was located in the proximal to the mid right coronary artery. After rotablation was performed, a non-bsc guide wire crossed the lesion and a 3.00 mm x 20 mm emerge¿ balloon catheter was advanced for dilatation. On inflation of the balloon, st elevations were noted in the avl (augmented voltage left arm) lead. Upon deployment of a 3.0 x 8 synergy stent, more general st elevations were noted, as well as slow flow in the artery. Atropine and adrenaline were initiated, along with a bolus of glyceryl trinitrate. A 3.5 x 16 synergy stent was then deployed and post dilation was performed with a 4.0 non-bsc non-compliant balloon catheter. Following post dilation, st elevation was resolved. The patient recovered well and stayed as an in-patient at the hospital. A second diagnostic catheterization was performed five days later to follow-up and the stents are well deployed and flow issues fully resolved.